Event description:
It was reported that the user experienced repeated insulin occlusions with the ilet, resulting in frequent insulin changes and increased insulin use, and the case was assigned for additional training with a warm transfer to a partner organization. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or long-term impact. Investigation included troubleshooting and user education, along with assignment for additional training. Investigation of this case revealed that the cause of the hyperglycemia and insulin overuse remained unclear, with no device component confirmed as failed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.